Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was fully intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and required excessive force to activate a response. There was evidence of keypad contamination found under the key contacts.

Event description:
On march 16 the patient reported that the up arrow button was sticking. He said he must press it several times before it will activate desired pump functions. The down arrow and ok buttons respond appropriately. There were no cracks, tears, or peels in the keypad. The patient noticed the issue over the past several weeks. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.